Event description:
The procedure was to treat a pt presenting with triple vessel disease in 2004. The pt had external bradycardia with arrhythmia. The three vessels were stented using two rx visions and another company's stent eight days later, the pt suffered asystole and subsequently died.